Event description:
Reportedly, this issue was observed while the device was being checked before its use at implantation procedure. When the device was interrogated, it was shown as elective replacement indicator (eri). It was interrogated again, and then it was not eri anymore as the normal battery status was displayed. A new pacemaker was implanted instead for the implantation procedure. It was reported also that when the device was interrogated, there was no presence of any other pacemaker in the sight.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the u.s. Analysis is pending.